Event description:
Additional information was received that patient underwent surgical intervention to explant the leads.

Manufacturer narrative:
Investigation results will be provided in the final report. Attempts are underway to obtain complete event and device information. Date of event and therapy date are estimated.

Event description:
Related manufacturer reference numbers: 1627487-2019-08677. It was reported that the patient's lead migrated and became completely discontinued intact outside of the patient's body. A second trial implant procedure occurred on (B)(6) 2019, and further surgery may occur to explant the original leads. It is unknown which lead is liable so both leads are reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Was completed where it had been mistakenly left blank in previous reporting.